Manufacturer narrative:
The current design for the product, 253093000 was examined. It was noted that the current design for the trial head has two x-ray marker wires in the product in case of loss inside the body. The design also shows the head to have a suture hole so that the surgeon can secure the trial head to the stem or to surrounding tissue to prevent losing the product in the body. The x-ray marker wires and the suture hole were added to the design (B)(6) 2005 as a result of the heads being lost in patients during operations.

Event description:
During trialing the surgeon lost the femoral head trial and couldn't find it in the wound. The patient went back into surgery (same surgeon and hospital) and the trial was removed from the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.